Event description:
During a lap liver resection procedure, the closing handle on the device did not release after the instrument was fired. Unfortunately, the cartridge was not returned with the instrument. There was no adverse pt consequence.